Event description:
Reporter alleged the pt received a discrepant blood glucose result of 546 mg/dl on inform system 1 compared back to back with a result of 195 mg/dl on inform system 2 when testing was performed within 10 mins. Reporter indicated that the pt was given insulin based on a sliding scale for the 195 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2.